Event description:
Customer reported that the battery was depleting faster than normal. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no further information was obtained.